Manufacturer narrative:
(B)(4).

Event description:
Customer called to report electrolyte result issues when the unicel dxc 600i synchron access clinical system generated falsely high carbon dioxide (co2) results on three patient samples. The field service engineer (fse) replaced the co2 membrane, the sodium reference and measuring electrodes, the carbon bridge and the modular chemistry sample collar wash. The fse also cleaned the electrolyte injection cup. The results were reported outside the laboratory; however, patient treatment was not affected because the erroneous results were flagged and the reports were amended after the samples were repeated on another instrument in the laboratory before patient treatment was initiated.